Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, the outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead (B)(6) 2013; 5086mri58 implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was in for a checkup and complained of feeling crummy, fatigued and short of air. Atrial lead was noted to be intermittently undersensing p waves, not capturing and not sensing well. Further testing suggested that the atrial lead was dislodged or in non viable tissue. The lead was found to be dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient also complained of lightheadedness. It was noted that the patient is taking part in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.